Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three bent cannula events on (B)(6) 2026. The patient was subsequently admitted to the emergency room visit due to elevated ketone levels and hyperglycemia, measuring 428 mg/dl and was treated with insulin. The patient reported high ketones and experienced symptoms including dizziness and headache.